Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and topical skin adhesive was used. Following the procedure, the patient developed blistering, and/or necrosis. Additional information has been requested.